Event description:
The patient underwent prophylactic generator replacement. The explant facility is known not to return any explants. No additional relevant information has been received to date.

Event description:
The patient was referred for generator replacement due to the battery being at 8-18%. It was later noted that the patient has had an increase in seizures and worsening mood due tot he battery being "less than 8%" (near end of service = yes). No known surgical intervention has occurred to date. No additional relevant information has been received to date.